Event description:
It was reported that the insulin pump alarmed motor error and had a crack on display and reservoir window. No further information provided.

Manufacturer narrative:
No crack was noted to the battery tube threads, display window or reservoir tube window. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).